Event description:
It was reported ongoing intermittent occlusion alarms occurred eventually resulting in the customers blood glucose becoming elevated. The blood glucose was displayed as "high"; a specific value was not provided on (B)(6) 2026 and was addressed with a walk and drink of water. The customer continued to use the pump for insulin therapy with a backup plan if necessary.